Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier = (B)(6).

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one 60-year-old female patient. The patient was reactive by other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) alinity result = 0.70 s/co on (B)(6) 2024 repeated on (B)(6) 2028 = 0.84 s/co testing from other labs: both results reactive. Method for both = eclia. One lab result = 28.41 with a cutoff of 1.0 and other lab provided no value or cut off just reactive interpretation. There was no impact to patient management reported.

Event description:
The customer observed false nonreactive alinity I anti-hcv results for one 60 year old female patient. The patient was reactive by other methods. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) alinity result = 0.70 s/co on (B)(6) 2024 repeated on (B)(6) 2028 = 0.84 s/co testing from other labs: both results reactive. Method for both = eclia. One lab result = 28.41 with a cutoff of 1.0 and other lab provided no value or cut off just reactive interpretation. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hcv results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot numbers. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the lots perform as expected. Testing included one commercially available seroconversion panel (zeptometrix hcv 9045). The seroconversion panel results were compared to architect hcv test results provided by zeptometrix, since the alinity I anti-hcv and architect anti-hcv assays are equivalent. Reagent lot 63747be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels compared to the historical architect results. Device history record review did not identify any non-conformances or deviations with the likely cause lot and the complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I anti-hcv reagent, lot number 63747be00, was identified.